Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the reported issue was determined, they had to take their new programmer to the doctor to get programmed. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient cannot get the patient programmer (pp) to sync with the ins and kept getting poor communication. The patient said this is not the first time this has happened. It has been happening for the past year on and off. The patient has been to the doctor's office to help her. On the call, the patient was walked through trying to sync the device with and without the antenna and still got poor communication. The patient said she went with the ins off for 2 weeks purposely. The patient said she had a real difficult time and it came up and then disappearedand did not come back. The patient said this happened just a week ago. When asked, the patient confirmed she had a return of symptoms. The patient mentioned her return of symptoms occurred 6-7 months ago. The patient said she has had a fall in the last couple years but has not noticed any change in position of the ins. No further patient complications are anticipated or expected as a result of this event.